Event description:
Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator had a gas leakage. The ventilator was investigated on site by our field service engineer (fse), the o2 gas module was replaced and returned for investigation. The provided device logs confirms the reported issue. Simulated test use of the o2 gas module in a ventilator confirmed the reported problem. Pre-use check test failed with internal leakage, pressure transducer, safety valve, o2 cell/sensor and flow transducer tests. The failure was caused by a broken feather spring on the nozzle unit inside the o2 gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
It was reported that the ventilator had a gas leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).